Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported transient ischemic attack (tia) and heartmate (hm) 3 left ventricular assist system, serial number (B)(4), could not be conclusively established through this evaluation. Additionally, a cause for the tia event could not be established through this evaluation. The patient is ongoing on (B)(4), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including ischemic stroke and neurologic dysfunction. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists ischemic/embolic stroke and neurologic dysfunction as adverse events that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report numbness and loss of control of his leg. This started when he stepped out of his car and his leg was numb causing him to fall. He went to the emergency department. While in the emergency department he also reported some arm numbness. A chest x-ray, computer tomography, and echocardiogram were performed and the subject was diagnosed with a transient ischemic attack (tia). His symptoms resolved and was discharged home without hospital admission. The tia was thought to be device or device therapy related. The patient returned on (B)(6) 2021 for a routine 3 month follow up and was doing well. The patient had no shortness of breath, no chest pain or chest pressure, no lightheadedness, dizziness , or syncope, and no lower extremity swelling or abdominal distention.